Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 120 units, and then due to low power, the pump turned off. Reportedly, upon turning on the pump, the insulin gauge displayed 60 units and, after the delivery of 10.2 units of insulin, insulin gauge increased to a fill estimate of 110 units. Although requested, the customer was unable to confirm if the initial fill estimate displayed a (+) value. Blood glucose level was 122 mg/dl.